Event description:
It was reported that an asymptomatic patient presented a remote transmission. A non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the stored electrogram (egm). Programming changes were discussed. No intervention is planned, and the patient will be monitored.